Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the staples of the ems jammed after the 1st staple. The case was completed by using another instrument. There was no consequence to the patient.